Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of the leadless implantable pulse generator (ipg) high thresholds and pacing failure were observed. It was noted that the leadless ipg was implanted with two tines engaged and it was moving/dancing significantly at the time of the event. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.